Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 at 16:40 during monitoring of the patient in (B)(6) ward, bay 5, the patient's heart rate (hr) dropped and no alarm was announced. The attending health professional was aware of the patient's condition and confirmed that there was no impact to the health of the patient at any time due to the described issue. Additional information regarding gender, age, height, and weight of the patient were not available at the time the reporting decision was due. The device was used for monitoring at the time of the alleged malfunction.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #9610816-2017-00301 was submitted.